Event description:
While positioning the or bed it lost power. No controls on the remote or on the bed would allow the bed to be positioned in lithotomy/foot down position. Bed would not unlock. Patient transferred to another room, repositioned and surgery performed. Bed taken to engineering for repair. Repair has not been completed as of this date.